Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's physician noticed pus at the lead incision site while the patient's scs trial leads were being pulled at the end of the trial period on (B)(6) 2015. The patient reportedly felt sore the day prior. The patient was prescribed antibiotics and will follow up with his physician to determine if any further action is necessary to address the issue.the patient had two model 3086 leads from the same lot implanted as part of his trial scs system.

Manufacturer narrative:
Manufacturer¿s evaluation: product testing will not be performed as the cause of the reported complaint cannot be determined through such means.